Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had poor sensing thresholds. An x-ray was completed to reveal the lead had lost significant lead slack. The lead was repositioned successfully. The patient was stable.